Event description:
Hill-rom received a report from the account stating the bed moved up. Down and foot functions operated unintentionally (self run). The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the beds self run was most likely due to a motor control board failure. See scanned page. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their bed. The tech replaced the motor control board to resolve the issue. Based on this info, no further action is required.